Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosugical unit (iesu) to resolve the reported issue. The fse verified ground pad was being properly recognized post erbe replacement. Fse tested and verified system as ready for use and customer informed. Intuitive surgical, inc. (Isi) received the integrated electrosugical unit (iesu) and completed the device evaluation. The unit was analyzed but the reported failure (ground pad is not recognizing) could not be reproduced. The unit was single pad mode, switched to dual pad mode. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentation surgical procedure that the erbe was not recognizing the ground pad. The caller power cycled the erbe and tried a second ground pad. The erbe still would not recognize the ground pad. The caller placed the ground pad on their forearm and it still failed to detect. The caller stated that everything was connected to a red outlet. The customer had a force triad generator and moved the monopolar energy activation cables to that generator and proceeded.